Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and has normal wear with no metal exposed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check, error code u509. Both switches were checked and both switches are functional. The distal end of the device was inspected under a microscope and found a hairline crack to the probe tip unit. Based on the evaluation the cause to the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. Please see related MFR. Report # 8010047-2019-04023 (broken probe that fell in patient).

Event description:
The service center was informed that during a therapeutic laparoscopic hysterectomy procedure, the probe broke off and fell into the patient. The probe was retrieved with a pro-grasp instrument. It was reported that doctor attempted to continue the procedure with the use of three additional devices from a different lot. A ¿probe damage¿ error message was observed each device used. The doctor was performing a cut when the reported event occurred. The generator settings were set to cut2/coag1. The intended procedure was completed with a different device. There was no patient injury reported. Additionally, the user facility reported that the device was inspected prior to use and no abnormalities were observed. The connection points to the generator were inspected. There was no cable damage observed. The transducer cords and the cords of any other medical device were not bundled during use. This is report 2 of 4.